Event description:
On 11/feb/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis. Additionally, it was reported that the patient¿s pd catheter (not a fresenius product) was removed. During follow-up, the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1990 /mm3, polymorphs = 66%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive for aspergillus sydowii (fungal) on (B)(6) 2026, and the patient¿s vancomycin and ceftazidime were replaced with intravenous (IV) flagyl and diflucan (dosages, frequencies, durations not provided). Upon receipt of the culture results, the nephrologist ordered the removal of the patient¿s pd catheter, while simultaneously receiving a tunneled (groin) hemodialysis (hd) catheter (not a fresenius product). The patient transitioned to hd without any reported issues and is recovering from the serious adverse events. The pdrn stated the cause of the serious adverse events is unknown; however, they were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient remains hospitalized as of on (B)(6) 2026 and will remain on hd for the foreseeable future.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.